Manufacturer narrative:
Patient information was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported the system was stuck in "initializing, please wait". The manufacturer representative rebooted the system was with mobile view station (mvs) interface (umbilical) cable connected without resolution. Technical services (ts) had the manufacturer representative disconnect then reconnect the umbilical cable while system powered on without resolve. Then the manufacturer representative disconnected the umbilical cable and powered off both the image acquisition system (ias) and the mvs. The manufacturer representative waited 20 seconds then reconnected the umbilical cable and booted the system back to back without resolve. It was noted the manufacturer representative did not wait the full three minutes before rebooting again. This issue occurred intraoperatively. There was no reported impact on patient outcome.

Event description:
Navigation spin was completed and utilized; stuck in initialization before post screw spin. Case was completed without.

Manufacturer narrative:
H3 - evaluation of the returned enclosure motion control found no fault. Motion calibration passed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging readied. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The motion interface was replaced and the firmware was reloaded. The system then passed checkout. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the procedure was delayed by 45 minutes and there was no impact on patient outcome. Use of imaging and navigation was aborted.